Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. This is an ancillary service event. During visual inspection a damaged battery was identified; the cause could not be determined. To correct the condition, the battery was replaced. The device was functionally tested, serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
During product service by a service technician, a flogard infusion pump had a damaged battery. No additional information is available.